Manufacturer narrative:
The technician found the side rail latch had come loose. He reattached the lower side rail latch to resolve the issue.

Event description:
Account alleged the left lower rail was broken.